Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have experienced sensor glucose versus blood glucose differences with threshold suspend. Customer's sensor glucose was 40 and blood glucose was 160 mg/dl. Customer pulled over from driving to calibrate, and received a calibration error alarm and bad sensor alert. Troubleshooting could not be performed due to customer removing sensor. Sensor would be replaced.